Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a bipolar cup id26mm od46mm self-centering. According to the complaint description the acetabulum fractured 2 years and 10 month post surgery. The patient developed pain after the surgery. When confirmed by x-ray, a fracture was found in the inner lining of the acetabulum. Revision surgery: (B)(6) 2020. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nc413t - excia plasmapore-¿cap 8/10 size 13mm - batch 52325854. Nj122k - sodur prosthesis head 8/10 26mm m - batch 52354532.

Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Based on the information provided and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a product or material failure based on the DHR files. Furthermore no further complaints are registered against the same lot number.